Event description:
A report was received that the patient's pocket site was sore and ipg was difficult to charge. The patient will undergo explant procedure.

Event description:
A report was received that the patient's pocket site was sore and ipg was difficult to charge. The patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that there will be no course of action.